Event description:
It was reported that on a posey bed all-in-one system model 8070, the right side zipper of the canopy is becoming dislodged from it's track. It was reported that the pt was kicking on the window from the inside. No pt injury or fall. They removed the bed from use and returned it to posey company.

Manufacturer narrative:
(Other) - zipper dislodged - results: (other) - the zipper's slider body is open on the right side window. Conclusions: no conclusion can be drawn.